Event description:
Getinge became aware of an issue with one of our table 770001b2 - corin mobile operating table. As it was stated, during the a partial nephrectomy, the table could no longer be tilted, it became stuck and no movement was possible. The patient had to be repositioned, and the table had to be removed from the operating room. This caused a delay of approximately 20 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely inability to position the table during procedure, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 initial reporter: (B)(6).